Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported device powered off without user input which was confirmed through evaluation. On ac power only, the device would turn off without user input. On ac and dc power together, the device would alarm system error 224. During evaluation, the supplied power cord was determined to be the cause. The power cord has been replaced.

Event description:
It was reported that a spectrum pump powered off without user input during an infusion of dopamine (programmed amount and delivery rate unknown) in the medical intensive care unit. The customer also stated that the device was swapped out immediately and the infusion was restarted. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.